Event description:
It was reported that nurse has a concern related to this batch of groshong 4f while performing PICC insertion in hospital. She found during PICC line procedure; dilator is not getting inserted smoothly compared to earlier experiences. She faced same difficulty in 5 cases while performing insertion today (B)(6) 2023. Bust finally she has completed all cases successfully. On (B)(6) 2023: the customer reported this occurred five times however only one device was returned for evaluation and bunching was noted at the tip of the distal end. This report addresses the second occurrence.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.